Manufacturer narrative:
The involved monitor was tested by a philips field service engineer at the hospital site and passed all testing. There was no problem with the fetal monitor. No subassemblies of the fetal monitor have been replaced and no resolution was requested or warranted. The device remains at the customer site. There was no indication of fetal monitor product malfunction. There is no indication of any design, manufacturing, labeling, or materials problem. No further investigation or action is warranted.

Event description:
In this case it is reported that the fetal monitor is measuring a heart rate (hr) that does not match the actual hr. There is no relationship between the fetal monitor and the reported serious injuries. The device was used for monitoring the patient using fetal scalp electrodes. The complaints for the fse are documenting the relationship between the fse use and the baby adverse events.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
In this case it is reported that the fetal monitor is measuring a heart rate (hr) that does not match the actual hr. The patient suffered an injury. As of (B)(6) 2016 it is unknown what injury that is and how the device might have contributed. The device was used for monitoring the patient.